Event description:
Note: this report pertains to one of seven devices used during the same procedure. Manufacturer report # 3005099803-2011-02735, 3005099803-2011-002737, 3005099803-2011-02738, 3005099803-2011-02739, 3005099803-2011-02740 and 3005099803-2011-02741 addresses the other devices. It was reported to boston scientific corporation that seven resolution clip devices were used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, all seven clips grasped onto tissue however, all seven failed to release from the catheter. Five of the clips were removed with the delivery system. Two clips fell off when they were being removed and fell into the patient. The two clips were left to pass naturally. It was reported that there was no tissue damage or increased bleeding as a result of this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.